Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; two events were confirmed during testing. One device was found to be affected by corrosion. One device was found to have corrosion and a lubrication problem. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device overheated. There was no patient involvement; no patient impact.